Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2014 with the following findings: there was moisture evident behind the display lens. The pump would not power on. The pump was unresponsive with no audible tone, no vibration, and a blank display. The battery compartment was intact with no moisture contamination inside the battery compartment. The leak test confirmed a leak at the display lens. There was evidence of moisture contamination inside the pump when the case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had no power and there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.